Manufacturer narrative:
This report is submitted on february 16, 2018, by cochlear limited on behalf of (B)(4). Exemption number e2016011.

Event description:
Per the clinic, the patient experienced extrusion of the receiver-stimulator (date not reported). Explant and re-implantation is planned but has not taken place as of the date of this report.

Manufacturer narrative:
Additional information was received : per the clinic, the patient developed necrosis. The device was explanted on (B)(6) 2018.